Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "when the hcp was working on btd attached to a syringe in a blood collection room, the syringe was separated, flying off, with blood adhering to the curtain."

Manufacturer narrative:
Investigation summary: material #: 36488000. Lot/batch #: 2140080. Bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and 12 by functional testing, measuring the force needed to break / unseat the needle sub-assembly from the holder, and no issues were observed relating to hub separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "when the hcp was working on btd attached to a syringe in a blood collection room, the syringe was separated, flying off, with blood adhering to the curtain."